Manufacturer narrative:
MDR filed due to keyword ¿fire¿ present in complaint. Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the m6 wheelchair was in a house fire and the patient was not in the chair. The chair did not contribute to the actual cause of the fire.